Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and an error message displayed indicating diagnostic data was invalid. The diagnostics were cleared and the event was resolved. The patient was stable.